Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the anchor broke before to be fixed. The anchor tip was inside the shoulder. Thus there was a delay of the procedure. No patient injury was reported.